Event description:
One pt sample with discrepant total bilirubin results. Initial result gave 0.4 mg/dl; repeat gave 13.1 mg/dl. Initial result was reported. Pt not adversely affected. Customer rebooted the analyzer. No additional info was provided.